Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation it was discovered the implantable cardioverter defibrillator (ICD) delivered non-sustained right ventricular oversensing (nsrvo) alerts due to post-paced t-wave oversensing (pptwos). Programming changes were performed. The patient was in stable condition.